Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during the fill tubing process with inset 23" infusion sets, consistent with a complete blockage involving the tube; after device restart and a successful dry run, a subsequent supply change with new inset supplies resolved the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified during the interaction and a device problem consistent with a complete blockage localized to the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.